Manufacturer narrative:
The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 07/25/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® barricor¿ had blood pooling on top of stopper once removed from collection device. No injury or medical intervention reported.